Event description:
The customer reported that the device had a dead battery. Testing and investigation were performed and determined the device gave a ¿replace battery¿ alert upon power up during self-test. The device was again powered up on ac and ¿change battery¿ soft key was pressed and the device passed self-test on dc. The complaint was verified and the probable cause was determined to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.